Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. The reported patient effects of heart failure, hemorrhage, pericardial effusion and cerebrovascular accidents listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on information reviewed, cause of the adverse events is unknown. A review of the lot history record could not be performed as the lot information was not provided. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remain in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled, gender-related differences in patients undergoing transcatheter mitral valve interventions in clinical practice: 1-year results from the german trami registery. B3. Date of event estimated. D6. Date of implant estimated.

Event description:
This is being filed to report through a research article identifying mitraclips that may be related to heart failure, hemorrhage, stroke, pericardial effusion, renal failure, mitral regurgitation, mitral stenosis, re-hospitalization, surgical intervention, re-do procedures. It was reported through a research article identifying mitraclip that may be related to patient heart failure, hemorrhage, stroke, pericardial effusion, renal failure, mitral regurgitation, mitral stenosis, re-hospitalization, surgical intervention, re-do procedures. Specific patient information is documented as unknown. Details are listed in the attached article, titled, gender-related differences in patients undergoing transcatheter mitral valve interventions in clinical practice: 1-year results from the german trami registry. Between august 2010 and july 2013 a total of 828 patients were treated by mitraclip implantation within the trami registry at 21 sites in germany. 501 were male and 327 were female. No additional information was provided.